Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The reported patient effects of occlusion and pain are listed in the supera peripheral stent systems instructions for use as potential adverse events. The treatments appears to be related to the operational context of the procedure. The investigation determined the reported pain and occlusion appear to be related to the patient stopped taking medication. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery on (B)(6) 2025. The supera stent was implanted without issue. The patient returned on (B)(6) 2025 with leg pain and it was noted the supera stent was occluded. Treatment was performed to open up the stent. Per the physician, the patient stop taking medication which lead to the occlusion. No additional information was provided.